Event description:
Customer reports, back to back testing on the advantage system with results of 313mg/dl and 142 mg/dl. Customer also reports, back to back testing to a professional meter with results of "500's" [mg/dl] on customer's meter and 124 mg/dl on professional meter. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.